Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the power supply. The ventilator passed self testing.

Event description:
Report received that, during patient use, an 840 ventilator was inoperable. There was no harm to the patient as a result of the event.